Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an "unable to calibrate iab optical sensor" message. The customer had tried removing and reconnecting the fiber optic cable which resulted in no numbers appearing on the console. However, they did have a waveform. Recalibrating was not successful. They were advised to disconnect the fiber optic cable and use the central lumen and transducer for the blood pressure and waveform. That was successful and provided a clean arterial waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).